Event description:
Pt had the star total ankle components removed and ankle components removed and ankle was fused.

Manufacturer narrative:
Add'l revised component: star total ankle replacement, tibial component, model #: 400-263, lot #: 120399/128, device manufacture date: 06/01/1999, expiration date: 06/01/2004; star total ankle replacement, sliding core, model #: 400-142, lot #: a/26229, device manufacture date: 02/26/1999, expiration date: 02/01/2004. All three start components were removed after 14 yrs. Pt's ankle was fused. Visual eval shows inconsequential wear to components. Review of mfg records showed no anomalies.